Manufacturer narrative:
Eleven unpackaged and un-banded sponges arrived for evaluation. The bundle for this product code should contain ten within a paper banding. A photo was also submitted with the complaint showing 11 sponges. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A root cause for the reported condition is an extra sponge, from another stack of 10 sponges, was removed with a stack of sponges during the manufacturing process. This process could lead to stacks of 10s with missing sponges or gaining an extra sponge. This can potentially occur when handling the product, during the packaging stage of processing. Scale challenges are performed during every roll change to ensure adequate counts. Bands have been made tighter around the sponges to reduce the ability of sponges falling out. A formal corrective and preventative action (CAPA) has been opened and closed to address similar issues described in the compliant. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 01/12/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports a miscount/one extra xray sponge in pack.